Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was in back-up (bvvi) upon receipt. The bvvi was due to battery depletion. The battery was returned to the vendor for destructive analysis. The analysis found an internal anomaly in the battery that caused the premature depletion.

Event description:
It was reported that interrogation revealed back-up vvi mode. The device was explanted and replaced.